Event description:
Rn reports a home pt (hp)with one incident of a cracked minicap. The crack was noted on the side of the minicap in the finger flange area. The hp noted a betadine leak on the sheets. The hp received a transfer set change. No patient injuruy or medical intervention reported.